Event description:
Hinge pin of ronguer became loose and fell into incision. Retrieved and procedure completed====================== health professional's impression======================pin dislodged and resulted in foreign body in the incisional wound.